Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to sensor failure, pt's mother noticed that sensor wire appeared shorter than usual. Pt's mother does not see any fragment in pt's skin. At the time of her call to dexcom technical support, pt's mother reports that pt was feeling fine and that she observes nothing unusual at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was reportable event, even in the absence of any evidence of physical harm or necessity for intervention.